Event description:
It was reported that the doctor used osteotome to remove insert trial and it cracked.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Manufacturer narrative:
An event regarding a fractured triathlon modified insert trial was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection confirmed the reported event. Observed damages were consistent with the use of an osteotome during removal of the trial. The trial broke from an overload condition. -medical records received and evaluation: not performed as patient factors did not contribute to the reported event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar complaints reported for this lot ID. Conclusions: the investigation concluded that the reported event occurred as a result of an overload condition, likely resulting from using an osteome during removal of the trial. No material or manufacturing defects were identified. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
It was reported that the doctor used osteotome to remove insert trial and it cracked.